Event description:
Literature: goyal v, vaisha s, shukla g, singh s. Behari m. Unusual complication of deep brain stimulation in parkinson's disease. Mov disord. 2009. 24(8):1251-2. Summary: this article presented a case report of a parkinson's disease pt who experienced a rare hardware- related complication following bilateral stn- dbs implant. Reportable event; it was reported that following bilateral stn-dbs implant the pt's medications were gradually reduced, as the dbs was adjusted. The pt continued to have left upper limb, left lower limb and head tremors during periods of waning drug effect. The pt experienced severe "no-no" tremors of the head. Seven days after implanting the implantable neurostimulator (ins), a serous collection of fluid developed around the ipg implant, which was drained without recurrence. Episodic severe head tremors continued for more than 3 months, during which time the pt complained of a stretching sensation along the right connecting lead's subcutaneous course. The pt's clinical response to dbs was markedly asymmetric with continued parkinsonism on the left side, whereas, the right side improved remarkably. An imaging of brain (ncct) at 3 months showed that the right stn electrode was below the expected level and hence, revision surgery was planned. During the surgery, both connecting lead wires were twisted on each other. It was very difficult to segregate the leads from each other, and the twisting continued beyond the connector into the extension wires, up to the ins. Both the leads were disconnected from the extension cable, and the extension cable was replaced. The right-sided lead was repositioned and the pt had an uneventful course thereafter, with bilateral clinical improvement without severe tremulous episodes. The physician felt that the repeated and large amplitude "no-no" tremors of the head in this pt lead to twisting of the electrodes. Though the implant was fixed to the underlying tissue by nylon sutures at implant to prevent any movement; during exploration, they were found to have cut through the muscles, thereby, freeing the implant. It was felt that probably the serous collection dissolved the sutures or weakened them. This allow the ins to move and rotated inside the subcutaneous pocket, so that the leads twisted around each other.

Manufacturer narrative:
.